Event description:
A customer contacted beckman coulter inc. (Bci) stating they noted leakage under the ise drawer and the drip tray above the modular chemistry (mc) reagents was full. No injury was reported.

Manufacturer narrative:
Bci customer technical support (cts) assisted the customer with troubleshooting and found the alkaline buffer container was half full and the tube to fluid damper was loose. The customer cleaned up the spill and reconnected the lines which resolved the issue.